Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0016 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdys0016) have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that when the nurse punctured the infusion port, half of the needle core bounced out, causing the puncture to fail. The patient was punctured again three times, all of which bounced off half of the puncture, and wasted two undamaged needles. This report addresses the second of two occurrences.